Event description:
Boston scientific received information that this product was part of a system revision due to infection. When the physician attempted to explant this system, there was resistance removing the ventricular lead from the device header. Ultimately the lead could not be extracted, so the lead was surgically abandoned and the pocket was closed. The patient was transferred to another facility to use laser extraction to remove the lead. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.